Event description:
Colonic stent was placed in the patient's body; however, when the physician went to deploy, it would not deploy. Device was removed from patient in one piece without difficulty. No injury to the patient.